Manufacturer narrative:
Batch review performed on 27 april 2021: lot 100550: (B)(4) items manufactured and released on 16-apr-2010. Expiration date: 2015-03-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since (B)(6) 2017. Clinical evaluation performed by medical affairs manager: femoral component (stem and head) revision performed 9 years and 8 months after primary cementless total hip arthroplasty in (B)(6) year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation performed by r&d project manager: looking at the is clearly visbile that the ha coating on the stem body is almost completely absorbed by the patient bone. Only few residuals of ha coating are present in such part of the stem body, one square shaped residual on the tip part. Some screatches are present in the zone on neck and taper probably due to the revision surgery. It is not possible to determine the root cause of the reported loosening.

Event description:
Revision surgery 9 years and 8 months after primary, for aseptic loosening of the stem. The surgeon revised successfully the stem and head.